Event description:
It was reported that the lead could not be passed to the heart due to the patient's anatomy. The lead was not implanted, rather another lead was used. It was further reported that the lead had positioning/fixing difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the lead could not be passed to the heart due to the patient's anatomy. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.